Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that there were cracks and pieces were about to fall off and the reservoir compartment was not fixed in place but it¿s loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.